Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call cannula was bent and needle was fractured while in the body. Customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that when they pushed button and customer thought inserted but came off to skin, felt off the needle was bent. Customer stated that they did not received medical treatment as a result of the needle fracturing while still in the body. Sensor will not be returned for analysis.